Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The malfunction was confirmed. The potential cause is lack of glucose response from the hydrogel due to insufficient hydration.

Event description:
On (B)(6) 2019, senseonics was made aware of a situation where user had a sensor removal due to sensor inaccuracy.